Event description:
Caller reported a cgm error occurred indicated by error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided thorough instructions to reset the pump, and after completing the reset, the error code did not reappear, allowing the caller to successfully start their sensor session.